Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During evaluation, the reported problem of 'had one button on the keypad that does not work - the 2nd soft key from left was not working on the keypad' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty softkey, barcode key, number 1,4, keys on the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the 2nd soft key from left in the keypad not working . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.